Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer syringe to resolve the issue. (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous a high patient result for sodium on the au680 clinical chemistry analyzer. The erroneous results was reported outside of the lab. There was no change in patient treatment in association with this event.